Event description:
An implant form received confirming that the patient's generator was explanted and replaced due to battery depletion. The patient¿s device was discarded by the hospital, and therefore the explanted product will not be returned for product analysis. Additionally, prior to the replacement surgery, the patient's mother further alleged that the patient has been acting differently and that the mother suspects that the vns settings were lowered. No other relevant information has been received to date.

Event description:
The tablet data for the generator was received and reviewed by the manufacturer and revealed that the generator does appear to be depleting prematurely. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
A report was received from a livanova representative that a patient's device was checked and there is a concern that the device has depleted too quickly. No surgical intervention has been reported to date. No additional relevant information has been received to date.